Manufacturer narrative:
(B)(4). An event history log review, a service history review, and a device history record review will be performed. Should any relevant information be obtained from these reviews that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported event until after the device had been serviced, a complete device analysis could not be completed to investigate the umbilical hernia. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported hernia. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. Review of the device service history and device history record revealed no failures or issues that could have caused or contributed to the home patient¿s umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the direct cause of the reported hernia could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy on a homechoice (hc) device experienced an umbilical hernia and obstructed small intestine. Ten days prior to receipt of this report, the pt was diagnosed with hernia and obstructed small intestine which was related to the hernia. On the same day as diagnosis, the pt was hospitalized for the event. Treatment for the event was not reported. Two days after diagnosis, pd therapy was discontinued and the pt was transferred to hemodialysis. Five days after being admitted the pt was discharged from the hospital. The pt was recovered from the event. Additional information was requested but is not available.